Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 30 mg/dl. The customer was admitted to the hospital. The customer did have to go to emergency room visit since she would not wake up. The customer did not bolus since she would be walking. The customer exercised and she had the set in her thigh instead of abs.